Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2015 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The pump indication of use (IFU) was listed as non-malignant pain. It was reported the patient started to experience pump movement in (B)(6) 2015. For over 4 months the patient had been having problems thinking they just need to heal, with pain and bruising around the pump with continued soreness. The patient had always felt as though the pump was in the wrong area and suffered from discomfort. At the first refill of medication the patient's healthcare provider told the patient it didn't feel right. In (B)(6), the patient was told by a nurse that they should be wearing a brace for months. The patient had tried many different items to keep the pump in place; however, none of the things have helped resolve the situation. The patient struggles to wear regular clothing because of the position of the pump. The back brace never fit the patient correctly. The back brace caused a lot of bleeding internally around the pump when the patient wore it, which left the patient severely bruised. The patient wears stretchy pants to keep the area tight and was recommended a maternity belt. The nurse told the patient to wear a compression band to keep the pump from moving. In august the patient was still sore and believed the pump was in the wrong place. The patient did not know if it was meant to be placed where it was, or if it was in the wrong area. The patient could not live everyday life where it is, and reported it needed to be moved.